Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump up and down buttons kept on scrolling while trying to program a bolus. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm and unable to troubleshoot due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with up arrow button and act button unresponsive due to corroded keypad traces. No unexpected numbers ramping and scrolling on their own noted. Unable to verify battery out limit alarm or perform the self -test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched and cracked display window.